Manufacturer narrative:
(B)(4). Concomitant medical products: capsular tension ring, model and manufacturer unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and then removed during the initial surgery. The lens was placed in the ciliary sulcus (capsular bag) of the patient's right eye, but after the lens was in place, it was noted that the lens would not be centered due to a lack of zonular support even with a capsular tension ring. The lens was gently explanted and the surgeon placed an anterior chamber lens. A vitrectomy was performed. It was stated that the patient has recovered. No patient injury was reported.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was visually inspected under microscope at 10x magnification. Scarce ovd (ophthalmic viscoelastic) residue and particles were observed on the lens. The lens optic was observed without damage. The lens loops were observed with the tips rounded as required. The issue reported by the customer was not verified by the inspection. A possible cause that could be related to torn capsule tear as reported can be related to human factors. Labeling review of the directions for use (dfu) were completed. The directions for use (dfu) states the that physicians considering lens implantation under the following circumstance should weigh the potential risk/benefit ratio. Patients in whom neither the posterior capsule nor zonules are intact enough to provide support. The dfu adequately provides instructions, precautions, and warnings for the proper use, handling and implantation of the intraocular lenses. A review of the manufacturing records for the intraocular lens was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. One (1) non-conformance report was issued; however, was not related to the reported issue of capsule tear. A search on complaints related to the lens production order revealed that no other complaints were found for this production order. The manufacturing process record was evaluated and the lenses were manufactured within specifications. Based on the investigation, there was no indication of a product quality deficiency. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.